Event description:
This is an international report of the homechoice having a slow flow supply alarm during dwell 1/5. The patient was connected to the machine. The home patient (hp) stated that he had connected the bags incorrectly and switched them (disconnected, then reconnected). The technical service representative (tsr) explained that supplies were compromised and advised the hp to end therapy and call his renal nurse (rn) in the next 24 hours to let her know what happened. The hp stated that he wanted to start over but needed assistance. The tsr walked hp through ending therapy procedure. The hp ended therapy and will start over with new supplies. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a slow flow supply alarm was not confirmed due to unavailable sample. The cause is that the patient disconnected solution bags during therapy. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.